Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.   Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that the patient experienced pain, disability, and disfigurement on account of her asr hip implants. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests. Update (11/19/2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update 17 nov 2014 - der rcvd. Added dor, surgeon and sales rep information and activity level. Added unknown stem and sleeve due to high metal ions.